Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed the displacement test, self test and a21 error test. No unexpected failed battery alarm anomalies noted. No unexpected a47 alarm anomaly noted. No unexpected a21 alarm anomaly. No unexpected a17 alarm anomaly noted. Device received with broken battery tube threads, cracked reservoir tube lip and broken belt clip slot. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a general unexpected restart insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. Customer also stated that insulin pump was dropped, drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.